Manufacturer narrative:
This device was returned for further evaluation. During evaluation, it was determined that the device failed pretest. It was further determined that the control unit was not functioning on the device, the engine was defective and the housing was damaged on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. Since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the electric pen drive device was unable to rotate. It was further determined that the housing was also deformed inside and outside of the handpiece. It was further determined that the device failed pretest for check status of development, check function and direction of rotation, check function with test hand switch and check function with foot pedal. It was noted in the service order that the device was not responsive after being connected to the console device. It was reported that it was initially thought the device was spoiled. It was reported that the device was changed and tested with another electric pen drive device and was able to be used. However, during use, the device was not responsive. It was reported that the device was also used with the hand switch device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.